Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and a damaged female connector was observed. Functional testing including clear passage and clamp function testing were performed and no issues were observed. Leak testing was performed with an in lab minicap attached to the female connector and a leak was observe beneath the minicap. The reported condition was verified. The cause of the leak was due to the damaged female connector. The cause of the damage was determined to be manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set had an iodine leak. This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.